Manufacturer narrative:
(B)(4).

Event description:
Troubleshooting was needed for the patient programmer. The patient reported a poor communication screen on the patient programmer. She wasn't feeling stimulation and wants to turn it up but it's not working. The patient was recently implanted or had/revision surgery and there was no bandages or swelling present. The patient bandages were removed and she doesn't think there was still swelling. She use an antenna. Confirm antenna was secure and sync with ins (stimulator) and this did not resolve reported issue. Patient programmer and antenna were brand new. Hcp (healthcare provider) was able to connect with ins yesterday. Symptoms reported was not feeling stimulation. Event date of no longer feeling stimulation was (B)(6) 2015. Event date for poor communication was on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp. Follow will be submitted if additional information is received.

Event description:
Additional information received from the patient noted that the patient had notified their managing physician about the issue (B)(6) 2015. Symptom noted was no stimulation. Not feeling stimulation and seeing the poor communication screen had been resolved. Steps taken to resolve the issues noted as: doctor solved problem.